Event description:
The user facility reported that an employee was injured while operating the sterilizer door. The user facility declined to provide additional information.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found it to be operating properly. The technician opened and closed the sterilizer door multiple times and was unable to duplicate the reported event. The technician further inspected the door bolts and turned the sterilizer door wheel to verify proper operation of the open/close function for the door. User facility personnel were asked to open and close the sterilizer door to verify proper operation; the door open and closed with no difficulty. As a precaution the technician tightened all inner door screw, cleaned out the drain and returned the sterilizer to service.